Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a warning, possible device malfunction message prior to implant. The physician elected to not use this device, but will return it to guidant for analysis. This device is a boxed unit.